Event description:
On (B)(6) 2014, a 25mm trifecta valve was implanted. On (B)(6) 2018, abbott was made aware the valve had failed and was explanted.

Manufacturer narrative:
The reported leaflet tear was confirmed. Leaflet 3 was torn at stent post 1, and a tear ran over stent post 2 into both leaflets 1 and 2. A large amount of detached white tissue, consistent with pannus, was received along with the valve. Sutures were noted within the detached white tissue, and its shape and contours appeared to match that of the sewing cuff and inner stent wall. White tissue was also attached to the sewing cuff near the outflow surface of stent post 1 and leaflet 3, and focally on the inner stent wall and the base of leaflets 1 and 2. Leaflet 3 also appeared to have a small area of folded and thickened tissue near stent post 3. There was a minimal outward bend noted in stent post 2. As this was explanted valve, it could not be definitively determined when this damage occurred. The device history record for valve (B)(4) was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the leaflet tears could not be conclusively determined. The investigation was partially limited due to the debridement of the white tissue prior to receiving the device and a request from the patient that no destructive testing be performed. Based on experience handling explanted tissue valves, the matching sutures within the detached tissue and remaining focal areas of tissue on the valve itself was evidence of a host to device reaction resulting in fibrotic-type tissue. If the fibrotic tissue encroached onto any leaflet tissue, it had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Event description:
On (B)(6) 2014, a 25mm trifecta valve was implanted. On 17 october 2018, abbott was made aware the valve had failed. On (B)(6) 2018, the valve was explanted and replaced with a non-abbott valve. Upon explant, a torn leaflet was observed. Post-operatively, the patient is reported to be stable.